Manufacturer narrative:
(B)(4) date sent: 2/18/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # z7000e. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In addition, the packaging opened was returned along with the instrument. The device was tested for functionality. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon the analysis, the device was cycled, and it fed, retained and formed the remaining ten (10) clip as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch z7000e number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, the clip was unformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.